Event description:
It was reported that the implantable cardiac monitor could not be interrogated. Upon interrogation an error message was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.